Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirmes that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Three implant were placed in class 4 bone during a complex procedure in which bone augmentation was done using freeze-dried bone. The implant in site #18 was placed in an immmediate extraction site. It was removed approximately 3 weeks post-op due to non-integration. Swelling was present at time of removal.